Manufacturer narrative:
The field complaint of an error message and unable to interrogate was confirmed. Analysis found that the device image showed memory corruption resulting in the error message. No further memory corruption was noted after clearing the error message. The cause of the memory corruption could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated and had an error message while still in box. The device was not used.

Manufacturer narrative:
Correction: (B)(4).